Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6). Sn (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication the alleged issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a review of the pump black box data showed no evidence of power issues. During a visual inspection of the pump, no damage was found to the battery compartment or battery cap. The returned battery cap was found to secure properly to the pump; no power loss was observed. The pump was exercised for 24 hours with no power issues occurring. The complaint of a no power issue was not duplicated during investigation. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, investigation revealed the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).